Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels and wanted to make sure her insulin pump was working. Customer's blood glucose level was 478 mg/dl. Customer treated with manual injections. Customer had trouble breathing and seeing. Customer contacted their health care professional for high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. It was explained that high blood glucose levels are often caused by site/set issues. Customer will call back when she gets home to find blue tubing clamps to complete high pressure tests for troubleshooting. No additional info provided.